Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was noted as dislodged resulting in faulty electrical parameters including loss of capture, noise and decreased pacing impedance and sensing. The rv lead was repositioned to resolve the event and the patient was in stable condition.